Event description:
The event is reported as: device had an air leak. After examination it was noted that the problem was related to one of the connector sites near the chamber. No obvious defect was seen. No pt injury reported.

Manufacturer narrative:
Eval method: device history record review. Results: other - the device history review revealed a ncmr was issued for the lot number in question, regarding ats leakage, even with this ncmr, the product was 100% inspected and released free from defects. Conclusions: no eval will be performed. No corrective action was taken since it is necessary is to receive the sample to perform a proper investigation and confirm defect. However, as a preventative action since (B)(6) 2010, all units are 100% tested for leakage in the manufacturing line in order to confirm that tubing drain system is free from air leaks.